Manufacturer narrative:
A review of the manufacturing documentation with the corrected lot number: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 51004143 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
The event occurred in (B)(6) 2008. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00120 and 3003742446-2011-00121.

Manufacturer narrative:
Complaint conclusion: the complaint received states that approximately four years after cypher stent implantation the patient suffered coronary restenosis. This is a (B)(6) male with medical history including cad, diabetes, (B)(6) and stroke. The patient called initially for information regarding MRI waiting period and then additionally reported the adverse events of stroke, "artery completely closed", swollen hands, and painful knuckles. The events of stroke, swollen hands and painful knuckles have been captured as non-complaints and processed accordingly. The patient had two cypher stents implanted on (B)(6) 2004. One stent was placed in the left anterior descending (lad) and the other was placed in an unknown vessel for unknown reasons. In 2007 the patient experienced a stroke and was hospitalized. Further treatment, if any was unknown and the event resolved. A year later, the patient reported that he experienced an "artery that was completely closed". The patient received a triple bypass surgery. In 2010, the patient developed swollen hands and painful knuckles. As treatment, physician prescribed indomethacin 50 mg tid, but symptoms continue. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 41004878 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factor for atherosclerotic disease; i.e. Diabetes. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00120 and 3003742446-2011-00121.

Event description:
A patient called initially to ask a question about MRI and additionally reported adverse event of "artery completely closed." The patient had two cypher stents implanted on (B)(6) 2004. One stent was placed in the left anterior descending (lad) and the other was placed in an unknown vessel for unknown reasons. The patient reported that in 2008, he experienced an "artery that was completely closed" and as treatment was hospitalized and received a triple bypass surgery. No further information could be obtained.